Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2012-06401. The patient has two leads (from the same lot). It was reported the patient is no longer receiving adequate pain relief from his scs system. An impedance check was performed and revealed no anomalies. Recently, the patient has stopped using the scs system due to his pain being treated by alternative therapies. As a result, the patient is scheduled to have his scs system explanted on a later date.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.